Event description:
Boston scientific received information that this patient expired during the implant procedure. The physician reported no allegations against the device however did not know why the patient expired. Additional information was obtained from the field that this patient was status post infarct and in very poor condition prior to the procedure. The family declined an autopsy; the cause of death was not determined however was not suspected to be device related.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.